Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. Specific product information with regard to catalog number, lot number, or expiration date was not provided; therefore, no information was provided in this report. The doctor either cemented a new crown or re-cemented the existing debonded crown for the patient using either the same products or different products. To date, the patient is doing fine. The products involved in the alleged incident were not returned and no lot numbers were provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that thirteen (13) patients had experienced the debonding of a crown approximately three (3) to six (6) months after placement with the nx3 cement and optibond xtr products. Of these thirteen (13) patients, several had experienced the debonding of a crown a second time; however, no specific patient or incident information was provided. This is the third of thirteen (13) reports.